Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with chest pain and that oversensing was observed on the ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 6947-65, lead, implanted :(B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise / artifact on stored atrial tachycardia (at) / atrial fibrillation (af) electrograms (egm).it was also reported that undersensing was observed on stored at/af egms. The lead remains in use. No patient complications have been reported as a result of this event.